Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: health care professional instructions. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: juvéderm® ultra xc injectable gel is supplied in individual treatment syringes with 30 g needles for single-patient use and ready for injection (implantation).

Event description:
Healthcare professional (hcp) called to report a patient was injected with one syringe of juvéderm® ultra plus xc, "needle was in patient's lips, needle disengaged, and product spilled all over their face." Hcp indicated "injection site was numb and patient didn't realize it, hcp continued to inject patient with another syringe and everything was okay." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.